Manufacturer narrative:
(B)(4).

Event description:
New information received states when an asymptomatic patient presented to clinic during follow-up, post-sensed t-wave oversensing was observed on the ventricular channel. Low frequency attenuation filter was programmed on. Intermittent noise was later seen on the ventricular sense amp. Pocket manipulation and isometric testing could not reproduce noise. The patient notifier was turned off. The patient will be monitored until the patient returns to the clinic to complete the recommended programming changes.

Event description:
It was reported episodes of nsrvo were observed on strips. A session record wasn't sent because of computer issues and oversensing was not producible. Egm configuration was set to v bipolar. No conclusions could be made to what the signals were that were being oversensed and that no measurements could be made either. Changing the egm configuration to v sense amp was completed. It is not confirmed if the issue was resolved since the patient has not returned to the clinic since the change was made. The patient will continue to be monitored.